Manufacturer narrative:
The insulin pump was received with no display anomaly noted. The insulin pump alarmed failed battery test after battery insertion due to faulty battery tube. The pump was unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test, or test for delivery anomaly or pump communication with glucose sensor simulator/minilink transmitter and blood glucose meter due to failed battery test alarm. The pump had a scratched display window, scratched case and cracked reservoir tube lip. No damage noted on lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call of display anomaly from the insulin pump. The customer's blood glucose reading was 140 mg/dl. The mother stated that the pump screen is purple and it looked like a rainbow all the time. The mother stated that her daughter's insulin was not working well and it happens when she get low reservoir warning. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.